Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the problem reported by the customer. The fsr performed an air-o2 regulator differential balance calibration which was a little bit off and was adjusted back into spec. Ran multiple o2 calibrations and o2 blending tests, all of which passed. Additionally, there were no errors in the error log regarding the reported problem. The device was tested and the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator had a constant low fio2 alarm and it will not deliver anything above 21%. The customer stated there was no patient involvement.